Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: call service 064 alarms were observed in the pump's black box, but could not be duplicated during the investigation. The pump was exercised for 24 hours with no alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.